Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for supraventricular tachycardia with a smartablate generator where the generator continued to ablate, even when the stop button was pushed. During the case, the generator remote was not responding to commands to terminate ablation. The remote was then disconnected, but ablation could not be stopped using the stop button on the generator, either. The catheter had to be disconnected in order to stop the delivery of unwanted ablation. The generator was rebooted several times before the issue was resolved. The case was completed without any patient consequence. If ablation cannot be stopped when needed, the potential risk for perforation and/or heart block is high. As a result, this event is MDR reportable.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for supraventricular tachycardia with a smartablate generator where the generator continued to ablate, even when the stop button was pushed. The device was tested, and a lack of control over the remote could not be reproduced. The pmm module was found out of tolerance, however, and was replaced. Preventative maintenance was performed, and no other issues were identified with the unit, which was left ready for use. A device history record (DHR) review was performed, and it verified that the device was manufactured in accordance with documented specification and procedures. The customer complaint could not be confirmed.